Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported loss of aspiration occurred. The target lesion was located in the superficial femoral artery (sfa). The physician selected a 2.4mm jetstream&#59416;c atherectomy catheter for use over a .014 thruway wire, through a non bsc 7f introducer sheath. After 1.45 minutes of atherectomy, the device lost aspiration and had to be removed. A new device was opened and used to finish the atherectomy procedure. No patient complications were reported..